Event description:
The customer reported that the unit stopped working in middle of a case and the image went white. Functionality was recovered with a reboot. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter and image processor pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.